Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and no abnormality was observed. Pressure test was performed and found leak at position of tack-weld of the drain line tubing. Leak was not observed at any other part of the returned set. The reported condition was verified. The as determined cause was manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from a cassette during priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.